Event description:
It is reported that a customer had high blood glucose in the past three times when he changed the infusion sets to his insulin pump. The patient's blood sugar was at 237 mg/dl and stated that he had to use syringes to treat high blood glucose. The customer was advised to send the infusion sets to have them analyzed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.